Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pace impedance measurements of an unspecified value for which a revision of unknown nature was performed. Later upon follow up a lv lead fracture was suspected. A revision procedure was performed in which implant of a competitor lead was attempted but ultimately unsuccessful. At that time the patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. No adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).